Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6

Event description:
Patient reported left side capsular contracture baker grade iii/IV. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.

Event description:
Patient reported left side capsular contraction baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contraction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction, baker grade iii/IV.

Event description:
Patient reported left side capsular contraction baker grade iii/IV. Healthcare professional later reported "left capsular contracture baker grade iii." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed in the surface of the shell. ¿ white particles observed in the surface of the device. No further actions are required as the device was implanted. Additional, corrected and/or changed data: d.9, h.3, h.6.